Event description:
Customer reported receiving an error 4 after test strip insertion and a change in the unit of measure on their unlocked freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up return will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.